Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The cgm blood glucose (bg) was not provided, however, the bg meter reading was 1600 mg/dl with large ketones. Reportedly, due to the elevated bg level, the customer was hospitalized on (B)(6) 2025. While in the hospital, the customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with no permanent damage and the issue resolved. Multiple attempts were made to contact the customer regarding the cgm sensor inaccuracy; however, no additional information regarding this event was provided.